Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. Visual examination of the provided photographs, found that the smaller balseal post had broken off the instrument. The broken fragment was stuck inside the mating shim. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation, found no evidence suspecting an error in the manufacturing or material, that would be a contributing factor in the reported allegation(s), where the lot code was provided. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tka procedure, three trial implants we're noted to be broken upon removal. All pieces are accounted for and there was no delay to the procedure because they were noted broken after their use.